Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua19 (max applied load exceeded) and ua02 (compression tracking error) error messages was confirmed through review of the platform's archive data, however was not replicated during functional testing. These alerts are clearable by the user. The autopulse passed the functional testing with no issue or faults observed. Visual inspection was performed and observed no damage upon receipt. Archived review showed numerous fault of ua02 (compression tracking error) error messages on 03/20/2017 recorded during compressions with small object or manikin used on the platform. Archive also showed that on 03/23/2017, the platform performed 35 minutes with 2491 compressions with no issue or problem noted. On 03/24/2017, archive recorded numerous of faults of ua19 ((max applied load exceeded) error message with large object/manikin used on the platform. Functional testing was performed and did not observed the ua19 (max applied load exceeded) and ua02 (compression tracking error) error messages. However, unrelated to the reported complaint, the clutch plate was replaced to remedy the sticky clutch issue. Once completed, the autopulse passed the functional and final testing with no issue observed or noted.

Event description:
It was reported that during shift check upon powering up, the autopulse displayed ua19 ( max applied load exceeded) and ua02 (compression tracking error ) error messages . No patient involvement reported on this issue.